Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the mentioned issues was that they just had to put it in a different place. The step taken to resolve the issue was surgery. The patient stated that this issue has been resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that when they lay down or sit back on a chair or couch, it was like they were getting shocked with electricity and that hadn't happened before. Patient stated that they didn't make any therapy adjustments, however the lady that was at the clinic made adjustments last week. Patient stated that the issue started before the adjustments were made last week. Pt stated that they had changed groups and decreased the stimulation, however that didn't resolve the issue. Pt then stated that next week they are having the ins revised as the ins battery itself was moving around. Pt stated that they could take their hand and move the ins around and so charging the ins was like playing a game; pt stated that this had started about the same time as well. Agent redirected to hcp to further address the reported issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.